Event description:
The affiliate reported the customer alleged lower than expected and erratic estradiol results, for three patients, involving unicel dxi 800 access immunoassay system. Subsequent testing of the patient samples recovered higher results either outside of the assay's stated precision claim of "12% or within a different diagnostic category. The customer stated the results did not correlate with the patients'" clinical presentation and age. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) was onsite the week prior to the event and had performed a high sensitivity (hs) system check, a dil-test, and made some preventive maintenance (pm) adjustments to the system. The fse verified all testing passed within the published performance specifications. No hardware issues were noted. The unit conformed to the manufacturer's performance specifications. The cause of the event is inconclusive.